Event description:
Patient's treatment had just been started when the machine threw an error code (degas level error). This made it so we could not use the machine. The blood was returned and a new machine had to be set up. Due to the fact that patient still needs to come off at his usual time due to the thanksgiving holiday, he lost 30 minutes of treatment time. Provider notified via email.